Event description:
Nicu infant had a 5f argyle feeding tube ref# (B)(4). It cracked below the purple hub. Rn was able to draw back and aspirate curdled milk and air prior to feed. Feed hung on the pump for 30 minutes infusing. Gavage feed leaking below the purple slip tip hub. Family members holding skin to skin and noticed the leak, infant had to be placed back in bed and replaced. Orogastric tube was originally placed. Needed to replace og prior to feed and medication administration. Patient was not harmed but extra procedure occurred because of the equipment malfunction.